Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: during an ophthalmological examination, the patient had to have the diagnostic patches glued to the face. After the examination when the patches were removed one of the patches ripped the skin off the patient's face. The current status of the patient is an open wound and 5 stitches. Per additional information received on 24jun2019, the patient is a (B)(6) yr old male, dob (B)(6). No recent measurement of weight. Medical history not available. Race not available. The electrodes were placed on the patient¿s face during an electroretinogram. It is unknown which machine was used. The duration of the procedure (examination time) and how long the electrodes were on the patient's face is unknown.